Manufacturer narrative:
.

Event description:
An analysis was performed on the returned flashcard, and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications. Analysis of the wand showed that no visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the physician's handheld was experiencing frozen screen issues. Troubleshooting performed by the device manufacturer representative found no issues interrogating a demo generator. The physician indicated that the handheld was not needed and returned to device manufacturer for analysis. Analysis is underway; however, has not been completed to date.